Event description:
On (B)(6) 2023 a patient with end stage renal disease on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a cycler and cycler set for renal replacement therapy was hospitalized and diagnosed with peritonitis. During follow-up, the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the emergency room on (B)(6) 2023 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc = 673 u/l) were collected, and the patient was formally admitted. The patient was diagnosed with peritonitis and treated with intraperitoneal (ip) vancomycin 2000 mg every other day and ceftazidime 1500 mg daily for 14 days. The patient¿s peritoneal effluent culture result returned positive for corynebacterium (species not provided), and the patient¿s ceftazidime was discontinued. The patient was discharged on (B)(6) 2023 in stable condition and is recovering from the events. The pdrn stated the patient¿s peritonitis was unrelated to the reported constipation or the alleged ¿tube infection.¿ it was discovered the patient was not performing proper hand hygiene prior to initiation and discontinuation of treatment. Therefore, causality was attributed to an unspecified touch contamination event. Education was provided. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. The patient continues to undergo ccpd therapy utilizing the same liberty select cycler at home without reported issue.